Event description:
It was reported via the stryker facebook page; I had a right knee replacement in 2011. Can¿t remember the brand name but it was never pain free. Had 2 other doctors look at it and recommended a revision. I had it replaced again in 2013 with a stryker. It never helped and I still have significant pain. Had it xrayed by the same doctor and he said I needed it replaced again. Needless to say I wasn¿t going to have it done for a third time. I was 68 at the time the revision was done. I have been a rancher all my life and am still very active to this day. Wish I had never had it replaced. Very disappointed.

Manufacturer narrative:
An event regarding pain involving an unknown knee was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information device information, pathology reports, pre- and post-operative x-rays as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.